Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded lens was damaged when the customer tried to use it. It was stated that the lead haptic deployed at an angle that the surgeon was unable to insert it into the capsule. There was no incision enlargement, no vitrectomy, no sutures done. No other information was provided.

Manufacturer narrative:
Corrected data: upon further review of codes, device code of "lens damaged" that was initially submitted was updated to "lead haptic not folded" as noted in information provided in the initial report ,"leading haptic deployed at an angle that the surgeon was unable to insert it into the capsule". Per amo-04-s005, this code is assessed not reportable. Therefore, no further information will be provided under this manufacturer report number:. This correction MDR is submitted. Field below updated accordingly. Section h6: medical device problem code: 1255. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.